Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.